Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, after the surgeon connected the reload, surgeon was able to press the green button and squeeze the handle but could not fire the reload. They have changed the device to be able to complete the case. There was no patient injury.